Event description:
It was reported that during benign prostatic hyperplasia (bph) procedure insufficiency of vaporization was noted. The procedure was completed with an alternative procedure (turp). No patient injury was reported.